Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported sparks. The pump was returned to the biomedical engineering department with an unsigned note that stated, "this machine causes great sparks; outlet to burn up." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient or clinician events while the device was in clinical use. Though requested, no additional information was provided.